Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that the e360 ventilator had flow sensor error. There was no patient involvement at the time of the reported event. Covidien/medtronic was not authorized to evaluate/repair the device as the product is not in covidien/ medtronic control. The repair was completed at a non- covidien/ medtronic location and the service provider verified the reported issue. The service provider replaced the flow sensor. The reported complaint could not be confirmed without the product return. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.